Event description:
It was reported that the customer was performing manual prime and insulin did not go through the tubing. It was stated that the customer had already disconnected and reconnected the tubing and reservoir and insulin does not exit with plunger push. Customer changed the infusion set and reservoir. Customer was advised to get back in contact if issue persists. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.